Event description:
Additional information received indicated patient underwent surgical intervention wherein both the t 12 leads were explanted and replaced. Post operatively effective therapy was restored.

Manufacturer narrative:
A patient experienced autoreducing due to high impedance was reported to abbott. It was determined one lead was fractured. X-rays confirmed both leads have migrated. As a result, the patient¿s leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02276. It was reported patient was unable to increase amplitude. The stimulation strength decreased on its own. ¿after a fall in (B)(6) 2020. X-rays indicated that the bilateral t-12 leads have migrated and addresses high impedances on all contacts. As a result, patient may be awaiting surgical intervention to address the issue.